Manufacturer narrative:
The battery, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable.   The log file analysis revealed that the controller, (B)(4), did not have the smr software. The controller log alarm file covering the reported event date was not available for analysis. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and/or communication errors between the controller and battery.  However, the reported beeps are most likely attributed to momentary disconnections between the controller and battery. The most likely root cause of the reported "beeps" can be attributed to momentary disconnections between a controller and the battery. Heartware is investigating communication errors on non-smr controllers and momentary disconnections. Per instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient's battery kept beeping. The battery was exchanged with no reported effect on the patient. No further information was provided.